Manufacturer narrative:
The investigation is ongoing. Device not returned.

Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted. A surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, device explant is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increased gradients was confirmed from the medical records provided. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, "approximately 1 year 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted. A surgical valve was implanted. Additional information received via medical records revealed the patient's sapien 3 ultra valve presented with increase gradients but no valve stenosis." In this case, review of the patient's medical records revealed that the patient has a medical history of diabetes mellitus (dm), which is a well-known risk factor for leaflet calcification/stenosis. However, there was no evidence of stenosis, thickening or calcification of the leaflets with no restriction of leaflet motion. As such, a definitive root cause for increased gradients is unable to be determined, but it may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (device code) and h10 (provide narrative/data). Additional information received via medical records revealed the patient's sapien 3 ultra valve presented with increase gradients but no valve stenosis. It was noted that the patient also had mitral valve stenosis. A decision was made to perform an open surgery to treat the mitral valve stenosis along with explanting the sapien 3 ultra valve and replacing it with a surgical valve. The investigation is still ongoing.